Manufacturer narrative:
Evaluation summary: calcification is heavy in the cusp area of leaflet 1 and 2 and minimal to moderate in the cusp area of leaflet 3. At the free margins calcification is moderate in leaflet 2 and minimal to moderate in leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 2mm. Host tissue is moderate at the stent inflow. The x-ray demonstrates calcification. X-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device was returned for evaluation.

Event description:
Reportedly a 2800, 19mm and (B) (4) was explanted after a 76 month implant duration due prosthetic degeneration/stenosis.the device was originally implanted in 2003. No additional information has been provided at this time. The device is available and will be returned by hvt sales representative. The hvt sales representative has requested a full evaluation of the device, along with pictures and x-rays, customer letter is to be sent to him for distribution to the surgeon.

Event description:
The hospital reported that during a coronary artery bypass procedure, when the surgeon made the hole in the front of the aorta, he accidentally punched a hole in the back of the aorta. This was not discovered immediately. The surgeon thought the seal was not holding as the pt continued to bleed profusely. The sales rep told him to insert another and still the bleeding continued. After the 3rd seal was used and the bleeding did not stop, the surgeon used a side biting clamp. This is when the hole in the back of the aorta was discovered. The surgeon sealed it using sutures. The anastomosis was completed using the side biting clamp after the repair was made. Pt is doing well at this time. It was reported that the surgeon is quite experienced using heartstring, but he made an error in this instance. It was not the product that failed. The product was discarded.

Manufacturer narrative:
Operative report dated (B) (6) 2010 indicates that the 2800, 19mm valve was explanted due to echographic evidence showed early bioprosthetic degeneration and progressive aortic stenosis. Patient had developed symptoms in the latter part of last year, mostly mild congestive heart failure, and the hope was to manage patient medically a bit longer. However, she presented to the hospital with significant congestive heart failure. Her echocardiograms have now shown progressive to severe aortic stenosis with a valve area estimated to be 0.8 sq cm. At explant the valve was found to be stenotic owing to complete immobility of 2 out of the 3 leaflets; the only mobility remaining in the left leaflet, which moved relatively normally, however, the other 2 leaflets were completely immobile.